Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The hcp reported to the manufacturing representative that impedances were measured during the patient's first post-op appointment and were found to be <(><<)>50 ohms on 0-3. These impedances were measured on the left lead. The impedances were reportedly fine intra-op. Of note, the patient was wheelchair bound. Additionally, it was noted that the patient came into the doctor's office with the implantable neurostimulator "off" and did not realize it until the electrode measurement. When the device was turned back on ??? Was seen for the battery measurement. Additional information received from the manufacturing representative reported that the battery measurement was done by the nurse and read 16-39 months with the battery off. Then with the battery on it showed ???. The root cause of the impedance issue remained unknown.